Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a new surgeon to the device, put the device across the cystic duct, no clip came out and the jaws locked. The device was released from the tissue by pushing the lever forward. There was no tissue damage. The surgeon did a practice fire outside of the patient and the jaws locked up again. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.